Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Product investigation summary: it was reported by the sterile processing department that the red bracket on the top left corner was loose on a 1.5 mm locking compression plate (lcp) module case. The returned 1.5mm lcp module case (60.114.001) is used to contain the stainless steel version of the 1.5mm lcp modular mini fragment set. The returned case was received with minimal wear indicative of routine usage. What appeared to be writing from a marker stated ¿fe32838¿ and the left cover plate was not secured in place because the lower left rivet was broken off. The returned 1.5mm lcp module case did not have an associated lot number, so a manufacturing date could not be found and a device history review could not be performed. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description indicated that the complaint condition was noted by the sterile processing department of a facility. No details provided in the complaint help in determining the root cause for the complaint condition. Upon inspection, it was noticed that it appeared as though the bottom rivet used to secure the left cover plate was sheared off. Based on the lack of available information, it is not possible to determine a definitive root cause. It is possible that, during handling, the rivet sustained minor damage which resulted in a crack which over time propagated and caused the rivet to shear off completely. The module case is designed to be used when sterilizing its contents and sterilization cycles expose the components of the case, such as the rivet, to thermal cycling which is the alternate heating and cooling of a material. If the rivet sustained a crack, the material effects of thermal cycling would expedite the crack propagation and ultimately contribute to the shearing of the rivet. Device history review: without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red bracket in the top left corner of a locking compression plate (lcp) module case was loose. The issue was discovered by the sterile processing department on an unknown date. No reported patient or surgical involvement. An investigation of the returned device was completed on november 4, 2015. During the investigation, it was determined that the bottom rivet used to secure the left cover of the plate had actually sheared off. This report is 1 of 1 for (B)(4).